Event description:
It was reported that the patient received inappropriate shocks. Upon interrogation, it was found that the right ventricular (rv) lead showed t-wave oversensing. It was also determined the rwaves had decreased suggesting a potential dislodgement or migration of the lead. The rv lead was repositioned, and during the procedure, it was found that the patient had an infection. The rv lead and the implantable cardioverter defibrillator (ICD)  were removed. Several weeks later, a new ICD system was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. (B)(4).

Manufacturer narrative:
Product event summary #us FDA MDR. The full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
Product event summary - us FDA MDR we did receive performance data collected from the device and have analyzed the data. There were no anomalies found for the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.